Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and pelvic floor repair mesh was used. The patient experienced extreme physical pain, bleeding, protrusion and erosion of mesh and multiple corrective procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00713. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent a mesh removal on (B)(6) 2007 a repair of vaginal ulcer secondary to mesh erosion/mesh removal.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence and vaginal prolapse.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, vaginal dehiscence, organ perforation and dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.